Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the device's system board was found in the ventilator's downloaded error log. The estimate was rejected and the device scrapped per the customer request.